Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser stated aide was putting chair in car and noticed one crossbrace was broken away from the frame.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the crossbrace tubing was broken at the center hole. An expanded evaluation was performed. Per the expanded evaluation report, the crossbrace was received in two pieces, as it was broken around the circumference of the tubing through the center holes for the mounting screws. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer advised enduser stated aide was putting chair in car and noticed one crossbrace was broken away from the frame.